Event description:
The hospital reported that during an open heart bypass with endoscopic vein harvesting procedure, the balloon popped on the short port and the heartstring seal unraveled during loading the seal into the delivery tube. The saphenous vein was harvested using a second short port. A second heartstring seal was used to complete the anastomosis for the bypass procedure. No patient complications were reported.